Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal or discharge via the onestep multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the suspect multi-function cable was returned. Review of the multi-function cable found an internal open wire. The multi-function cable failed pin to pin continuity testing and was scrapped to resolve the report. A replacement multi-function cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.